Event description:
It was reported that an asymptomatic patient presented via transmitted alerts from merlin.net for inappropriate non- stained lead noise episodes. The device was reprogrammed. The patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.